Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery did not work on the vasoview 7 xb even after switching out the bipolar cord and the distal insulation tubing came apart from the handle. A replacement device was used to complete the procedure. The hosp did not report any patient effects.